Manufacturer narrative:
The master tool manipulator (mtm) was analyzed, and the reported failure of error 25521 was unable to be reproduced but could be confirmed as having occurred via the field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. The mtm passed all tests that were performed. Refer to a3a and a3b fields for updated patient related information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an error on the left master tool manipulator (mtm). The system was power cycled, but the error has occurred several times. The customer reported that they had a non-recoverable fault and had to disable the mtm. The customer rebooted and was able to continue. The procedure was completing as planned with no reported injury.